Event description:
During outreach call, it was reported that customer had experienced excessive no delivery alarms. Customer's blood glucose was unknown. This was a past event and customer was able to resolve no delivery with infusion set change and no other assistance was need. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.